Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm sound was not appearing. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.